Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified unspecified artery below the patient's right knee. A 1.5x20mmx143cm sterling balloon was advanced to the lesion and upon the first inflation the balloon ruptured at 8atms. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported and the patient's condition is good.

Event description:
It was further reported that the target lesion was located in the anterior tibial artery and the 1.5x20mmx143cm sterling balloon was being used for predilation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)